Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the power distribution printed circuit board (pcb) and the primary battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the batteries in a 980 ventilator were not charging. The ventilator was not in use on a patient at the time the event occurred.